Manufacturer narrative:
This report is submitted on july 12, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4)..

Event description:
Per the patient's surgeon, the patient experienced persistent skin overgrowth at the abutment site, resulting in the decision to excise the skin on multiple occasions (dates not reported).